Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384.the late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 4 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ multiple ghost pockets and failed drawers. ¿ case: (B)(4) ¿ drawer failures. ¿ case: (B)(4) ¿ iblue main drawer 4 - unable to recover - drawer failed to stay closed possible physical damage with sliding mechanism. ¿ case: (B)(4) ¿ drawer failed. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred. A field service engineer found the station showing a failure icon, but no drawer was showing to be recovered. The field service engineer forced a full height drawer failure and recovered the failed drawer, allowing medication to be accessed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failure occurred. Upon field service engineer investigation, it was found that the user had tried to access medication, however the system indicated that the pocket was not accessible due to the drawer failure. There were no adverse events or injuries reported based on this incident.